Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected . Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The system controller event log file contained events from 27apr2024 through 29apr2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The customer communicated that no additional information will be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use is currently available. Section 1 of this document lists potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient had seizure-like activity. The patient was given cardiopulmonary resuscitation (CPR). Evaluation of the log file revealed routine events.